Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011 report is being submitted past 30 day deadline based on retrospective review conducted 6/21/2019. Original MDR (report 1 of 4) filed 8/7/2018.

Event description:
Surgeon used standard set screws with prefixation screws instead of the prefixation set screws that fit with them. Post op x-rays revealed rod was migrating. Revision was done (B)(6) 2018 repositioning the rod and replacing standard set screws with correct prefixation set screws. Report 4/4.